Event description:
Pt was on a stretcher strapped in. The paramedics were taking the stretcher out of the ambulance when the catch bar did not catch on the hook. The stretcher began to fall so one of the paramedics let go of the release handle. However, the stretcher continued to drop in approx two feet increments to the ground. The stretcher was taken out of svc and there was nothing found wrong with the stretcher. Determined to be user error in operating the equipment properly.